Event description:
It was reported that a pump has a system error 105. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to the reported system error 105 caused by severed motor screws. The motor and screws will be replaced.